Event description:
It was initially reported to boston scientific corporation on (B)(6), 2009 that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct of a (B)(6) male pt. During preparation, the stent was unable to be loaded on to the delivery system as the stent seemed pinched closed on both ends as if it were melted and the guide catheter could not be passed through. There was no visible damage to the packaging. The procedure was completed with another rapid exchange biliary stent system. The procedure was successfully completed with no reported pt complications. The pt was reported to be fine after the procedure. This event has been deemed a reportable event based on the investigation results; catheter stretched.

Manufacturer narrative:
The guide catheter wire was found bent proximal to the hub of the push catheter. The push catheter was found bent and the rx ramp window of the push catheter was slightly deformed. The stent was observed bent. A functional evaluation in an attempt to extend the guide catheter was successful. During the functional evaluation when the guide catheter wire hub was actuated, the guide catheter wire moves with slight resistance in the rx ramp window. A second functional evaluation found that a 0.035 inch guide wire could be passed into the distal end of the push catheter including the guide catheter that was fully retracted inside the push catheter and out the rx ramp window. A visual evaluation of the guide catheter found no deformation. Following a detailed analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. A review of the shop floor paperwork found no anomalies or deviations during the manufacture of this batch. (B)(4).